Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-00668. It was reported that one of the patients leads migrated following a motor vehicle accident. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Effective therapy addressed the issue. It is unknown which of the patients leads migrated. Both devices are being reported.